Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot number was not provided, therefore, lot review cannot be performed.

Event description:
The customer reported a problem with an unknown tubing set, stating the air in line gets to the patient. There was patient involvement but no adverse event or patient harm. There is no additional information.